Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent asf surgery. The patient was going well immediately after the surgery. About a week later, the patient complained of numbness in the hands and it was found compression of spinal canal by MRI inspection. Revision surgery was operated and the patient was well after the surgery. About a week after the revision surgery, it was also compression of spinal canal by MRI inspection again. It was unknown if cage was related to the adverse event but the surgeon replace the cage with iliac bone. It was like granuloma and protruded. Cage was used in the patient.